Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the phaco tip broke during a procedure. No additional details at this time.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation; however, the attached photo confirms the reported issue of phaco tip broken. A lot number was identified, however is not a valid lot number therefore, lot history and complaint history reviews were not conducted. The report of phaco tip broken is confirmed based on the photo attached to parent complaint. However; because a sample was not received at the manufacturing site and no lot information was provided, the root cause for the customer complaint issue cannot be determined the cause of the reported event cannot be determined with the information obtained; therefore, specific action with regards to this complaint cannot be taken. All phaco tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).